Manufacturer narrative:
Analysis of the ins found that the ins passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at body temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {none of the parameters changed while the ins was recharging (compare the diagnostic data before recharging and the initial review after recharging). The ins recharged from empty to full in 4 hours, 51 minutes.} the ins was functionally okay with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-may-21. They retrieved the battery and would be mailing it out this week. Additional information was received from the rep on 2018-may-22. They provided the tracking number of the returned device. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the rep called the patient's husband to see if the issue was resolved, but they did not answer so the rep left a voicemail. The rep spoke with a healthcare professional (hcp) and they stated the MRI was done without contrast on for thoracic and other lumbar. Each test lasted about 25-30 minutes and the tests were complete between 7:30-8 pm. The hcp said the patient had no problem during the MRI test, but when they came out of the test the patient complained of being on fire. On 2017 (B)(6) the patient's husband called the rep and stated the patient was still in the hospital saying they had pain and a burning sensation. The spasms and shakes had gone away. It was reported stimulation was off and the hcp asked about turning stimulation on. The rep wanted to get other data, such as a data file, to confirm ins was off during MRI. The rep created a data file on 2017 (B)(6) and needed help installing report link. The rep had a delay and needed a flash drive to assist with installing the program. The rep stated the patient was recharging on 2017 (B)(6) and the stimulation level jumped to 9.9 volts and shocked the patient. The stimulation was set at 1.6 volts. The rep stated the patient was going back into the ER and the rep was going to be present to check the implant. The rep stated the patient had bandages over their pocket and the husband reported redness on the patient's back and neck. It was unknown if the patient had adaptive stimulation or if the system was reset and had a power-on-reset (por). The rep stated they would check when they saw the patient at the hospital. It was noted the patient was hospitalized for a number of days. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported there were no infections. The data from the device was analyzed. It was stated the patient was only head-only MRI eligible. It was reviewed due to heat dissipation of the leads that redness would not be a result form the MRI and would not have occurred from recharging as that would have only affected the ins pocket. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the patient was slumping over with an elevated amplitude at 9.9 volts. The rep reported that the patient was released from the hospital on (B)(6) 2017 after the previous event post MRI. The rep stated that on (B)(6) 2017, the patient attempted to recharge for the first time after the MRI and their shoulders and head had dropped. The patient reported they were not feeling well and were experiencing warmth and burning. The patient's husband checked the implantable neurostimulator (ins) and noted it was on group c at 9.9 volts. They decreased it to 1.6 volts and turned it off. On (B)(6) 2017, they turned the stimulation on and used it at 1.6 volts. The patient reported that it felt sore to the touch over the ins. On (B)(6) 2017, the patient started charging with the belt at twelve noon. By 2 pm, the patient was slumping, experiencing warmth and burning, and their daughter observed visible redness of the back area. The daughter or husband observed 9.9 volts on the ins, turned it off, and turned it down to 0 volts. They called the ambulance and the patient was taken to the hospital. The rep met the patient at the hospital and confirmed the device was at 0 volts and off for all groups. It was noted that the patient was currently intubated. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient via a manufacturer¿s representative (rep). It was reported that the patient had been charging for about an hour. The patient was found to be very lethargic. The patient¿s voltage was set to 6 and the consumer turned it off. It was reported that the patient¿s foot was bleeding, leg was reddish and bleeding and the neck was burned. There was redness around the scar on the back. It was reported that this was like the fourth or fifth time after it happened first during the MRI test back in october. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's battery is being sent back from analysis. The patient's ins was replaced today ((B)(6) 2018). No further information was reported.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had burning from head to toe following an MRI. The symptoms were reported as sudden. The device was turned off at 6:15 and put into MRI mode at 6:30. The MRI took place at 6:45. At 7:20-7:30 the ins was on. The device was on program c @ 9.9v, and the caller did not know what the patient¿s normal amplitude was. The patient was sent to the emergency room after the symptoms began. The system was checked around 10pm-11:30pm. The patient stayed in the hospital overnight and was going to call the rep later to let them know how they were doing. The reason the patient had an MRI was because there was a burning feeling in their back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-apr-03. The rep indicated that they are waiting for retrieval of the implantable neurostimulator (ins) from the hospital to return it. Once they receive it they will return for analysis. This information was confirmed with the physician. No further information was reported.